Event description:
Consumer stated that when he used the rechargeable infinity brush and tilted the toward his face, he feels like "battery acid" came out on his lips and cheek. He said got mild burning but is better now. He claims the acid came out from between his brush head and handle. He has been using these brushes for years. He ran and put baking soda on his face as he got a blister on his face. Purchased right before christmas. The brush was on when this happened. Product was returned for review. No signs of contamination on the outside of the handle. The unit was opened and it was noted that the battery was in good condition with no water intrusion; the seal was in new condition.